Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that thrombectomy procedure for right m1 distal was performed using a combination technique with a retriever (subject device) and a catheter. It was reported that subject retriever might have contributed in development of vessel perforation during the procedure. The procedure was completed successfully. No further information is available at the moment.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of vessel perforation is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that thrombectomy procedure for right m1 distal was performed using a combination technique with a retriever (subject device) and a catheter. It was reported that subject retriever might have contributed in development of vessel perforation during the procedure. The procedure was completed successfully. No further information is available at the moment.